Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for critical pump error. Blood glucose at the time of incident was 135 mg/dl. The customer reported that they received a critical pump error image on the pump screen. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book)noted during testing.